Event description:
The pt's implant surgery went well, the pt healed, the pump effectively relieved pt's pain. The pump location was uncomfortable. The pump "hit" the pt's ribs, usually when the pt was moving around frequently, and at times the skin was black and blue from this. On (B)(6) 2010, the pt reported she experienced fluid accumulation around the pump site. The pt wrapped an (B)(6) bandage around the pump site to apply pressure and hoped that would "make the fluid go down." The pt gained 10 pounds since implant. The pt's pump med dose has been increased 3-4 times. During the first pump refill in (B)(6) 2010, the actual residual volume was greater than the expected residual volume; 20 ml and 3.9 ml respectively. It was unk how much drug was actually put in the reservoir during implant surgery. The plan was to interrogate the pump (B)(6) 2010. It was later reported the pt never experienced therapeutic effect. The pain has increased since (B)(6) 2010 and on (B)(6) 2010 the pt could not walk. The pt took 2 oxycontin tablets (unk dose) and 60 mg total of ms contin daily. The pump delivered morphine. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(6).